Event description:
Boston scientific crm received information that this patient went into the hospital for a surgical procedure unrelated to this cardiac resynchronization therapy defibrillator (crt-d). A competitor's programmer was used initially to try and interrogate this crt-d. When a bsc programmer was used, a yellow warning message appeared on the screen indicating a magnet was present. The representative cleared the message, and performed a follow-up, which produced all within range measurements. Boston scientific technical services (bsc ts) discussed that a latching of the reed switch may be causing the device to beep. Bsc ts recommended the "enable magnet use" switch be turned off, and to create a save to disk for bsc ts to analyze and predict device longevity. Subsequently, additional information was received that a longevity estimate was calculated by bsc ts. Based on the current usage thus far, and the projected rate of current usage going forward with a stuck reed switch, the approximate longevity remaining is 2 years, possibly 3 years. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed that the reed switch was stuck, which caused the continuous beep tones/erroneous programmer message that there is a magnet present that was observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.

Event description:
---

Manufacturer narrative:
Confirmation was received from the territory manager that enable magnet use was programmed off. This indicates the patient is no longer at risk of not receiving therapy when required. This crt-d remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.